Event description:
The customer reported a button error alarm and water underneath the screen. The customer stated that the insulin pump was submerged in water. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.